Event description:
It was reported that the electric dermatome handpiece had no power. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
On may 31, 2012, united states and (B)(4) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 08/25/2009 and was last repaired on 10/20/2012 for a non-related issue. Evaluation of the device observed did not operate, along with nicks to the head and control bar of the device. Prior to repair, the device was outside of calibration specifications only at the zero thickness setting on the right side. Repair of the device included replacement of the motor, head, control bar, and standard repair parts. In post-repair analysis, the motor did not operate during electrical testing and did not meet electrical specifications under no load. The motor became warm during testing. Slight discoloration of the motor casing was observed. The switch passed continuity testing. No info was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the discoloration of the motor, which potentially damaged the interior of the motor over time. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Therefore, special care related to cleaning or sterilization should be taken by the customer to prevent the entry of moisture within the device. The device was serviced and returned to the customer.